Event description:
Reportedly, on (B)(6) 2018, the subject pacemaker was programmed in safer mode with a basic rate of 60 min-1, maximal rate of 120 min-1, and atrial and ventricular sensing in bipolar. During a follow-up performed on (B)(6) 2019, the subject device was found in ddd mode with a basic rate of 60 min-1, maximal rate of 130 min-1, and atrial and ventricular sensing in unipolar. Additionally, the device memory (aida) was not available, and the pacemaker could not be reprogrammed. A new re-interrogation was performed, and the subject pacemaker could be reprogrammed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2018, the subject pacemaker was programmed in safer mode with a basic rate of 60 min-1, maximal rate of 120 min-1, and atrial and ventricular sensing in bipolar. During a follow-up performed on (B)(6) 2019, the subject device was found in ddd mode with a basic rate of 60 min-1, maximal rate of 130 min-1, and atrial and ventricular sensing in unipolar. Additionally, the device memory (aida) was not available, and the pacemaker could not be reprogrammed. A new re-interrogation was performed, and the subject pacemaker could be reprogrammed.